Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that ballon needs verification. It was reported that there is an alert while filling a ballon. The information regarding iab are unknown. No harm reported.